Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported during shoulder arthroscopy a metal abrasion was detected. Patient consequence?: yes. Patient consequence description: little metal parts are still in the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. It was reported that the metal abrasion occurred during surgery. No information was provided on patient outcome. No pictures were provided. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is currently unavailable.

Event description:
It was reported during shoulder arthroscopy a metal abrasion was detected. Patient consequence? :yes. Patient consequence description: little metal parts are still in the patient. Additional information from affiliate aug. 31 2018: no lot number was provided for this complaint device. Please confirm: confirm. Was there a resulting surgical delay - how long? 10 minutes. When did the material (ex. Metal) shavings occur? By the first random of the shaver handpiece. Did the failure result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended? No. If failure occurred near surgical site, how were fragments retrieved? By using another shaverblade. How was the procedure completed? By using another shaverblade. Were alternatives readily available? Yes. Were there any procedural or patient anatomy factors which may have contributed to the breakage? No.